Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient presented with a seizure at home and was transported to the hospital. While in the ER waiting for a CT, the patient coded and died. The physician stated the results from the autopsy indicated a type a dissection, but was unsure of the cause of death. Per the physician the autopsy was inconclusive to determine if the type a was device related or index procedure. Per the physician the autopsy was inconclusive if the type a was the cause of death.